Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation review: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years post filter deployment, the patient presented with abdominal pain. Subsequent obstruction ser w/pa chest revealed there was an inferior vena cava filter noted with the proximal portion of the level of the l2-l3 disc space and the feet at the level of the superior endplate of l4. Eventually one year and six months later, computed tomography (CT) revealed there were 12 leg barbs was to the filter. All 12 barb did extend outside the caval wall but not with any adjacent structure contamination or involvement. There was a single limb of the filter at the approximate 3 o¿ clock position on axial section that did extend outside of the caval lumen and across the anterior margin of the aorta but separate from aorta. The most cephalad portion of the caval filter was at the superior endplate l3 level which correlated with being below the renal vein origins by a distance of approximately 3 cm. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 11/2008.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with history of pulmonary embolism. Approximately ten years later the patient reportedly experienced abdominal pain. Approximately eleven years and six months post filter deployment, computed tomography (CT) scan of abdomen was alleged that the filter struts perforated. The device has not been removed and there were no attempts made to retrieve the filter. The current status of the patient is unknown.